Event description:
It was reported that the patient presented in clinic for device upgrade, with a history over-sensed noise exhibited by the right atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.